Event description:
Literature was reviewed regarding a 54-year-old female patient with a complex medical history including triple coronary bypass surgery 17 years prior and transcatheter aortic valve replacement (tavr) 10 years prior. The make and model of the implanted prosthetic valve was not provided. More recently, the patient presented with severe symptomatic aortic stenosis. Subsequently, she underwent successful implant of a medtronic 23-mm evolut r bioprosthetic transcatheter valve (presumably as valve-in-valve implant). During the post-procedural recovery the patient developed complete atrioventricular block which required implant of a permanent pacemaker. Follow-up transthoracic echocardiogram (tte) revealed a progressive increase of transaortic gradients (mean from 25 mm hg to 45 mm hg, peak from 42 mm hg to 87 mm hg), and mild paravalvular leak. Within a year of the procedure the patient experienced worsening functional class and angina requiring rehospitalization. Subsequently, the patient underwent a successful apico-aortic conduit (aac) beating-heart procedure. Post-operatively, the patient was asymptomatic for three weeks but developed atrial fibrillation which was managed medicinally. Additional follow-ups noted stable transaortic gradients of 12 mm hg. A computed tomography scan performed one year later showed aac graft patency with no evidence of kinking or valve thrombosis. No further information was provided per taining to medtronic products.

Manufacturer narrative:
Citation: belluschi et al. Apico-aortic conduit for tavr failure. Jacc case rep. 2025 nov 3;30(41):105927. Doi: 10.1016/j.jaccas.2025.105927. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.